Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with acute renal failure and an echo showed that the pump was not unloading the ventricle. The patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental reprot will be submitted when the manufacturer's investigation is completed.